Manufacturer narrative:
Per tandem's t:flex user guide, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10¿15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery depleted after low battery alerts. The customer's blood glucose level was 297 mg/dl and it was addressed with manual injections. Reportedly, the customer reloaded the cartridge and resumed insulin delivery. Tandem's technical support educated the customer on charging the pump.